Event description:
The customer reported that following a diagnostic catheterization procedure in 2002 a vasoseal vhd kit size 2 was deployed. One week later, the patient was seen by their physician and complained that the puncture site was sore and tender. The physician referred the patient to another physician for a possible incision and drainage procedure. Two days later, an incision and drainage was performed on an outpatient basis. The wound site was outlured and showed rare gram positive cocci in pairs and chains, rare white blood cells, and 1 positive hemolytic streptoccus sero group b. The patient was seen 13 days later as a follow-up and was healing well an oral antibiotics. No further complications were reported.